Event description:
It was reported by service report that the cylinder was leaking fluid and was unable to be raised or lowered (stuck). Customer could not determine if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Fowler.